Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Further repair information is unavailable. The system was tested and found to be working as intended and was put back into service.

Event description:
The customer reported that the system locked up and alarms went off. No patient injury was reported.